Manufacturer narrative:
Based on the limited information provided, by the patient's attorney we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged by the patients attorney. The patients' attorney did not allege a specific device failure and no medical records or sample has been received. A lot number was not provided therefore, a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney alleged that: on (B)(6) 2017 - patient underwent surgery for implant of an unspecified bard/davol ventralex and that the "patient has pain and suffering for severe and permanent personal injuries." The attorney alleges "past present and future damages including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
Based on the limited information provided, by the patient's attorney we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged by the patients attorney. The patients' attorney did not allege a specific device failure and no medical records or sample has been received. A lot number was not provided therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 5 months post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, obstruction, abscess, adhesions and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, pain and adhesions as possible complications. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, f12, g1, g3, g6, h2, h6, h10. This supplemental emdr represents mesh - ventralex (device #1). An additional emdr was submitted to represent phasix mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The patient's attorney alleged that on (B)(6) 2017 - patient underwent surgery for implant of an unspecified bard/davol ventralex and that the "patient has pain and suffering for severe and permanent personal injuries." The attorney alleges "past present and future damages including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with incarcerated umbilical hernia and adhesions thereby underwent open repair with the implant of ventralex (device #1). Per operative notes, ¿the hernia sac was opened, and the patient was found to have an incarcerated umbilical hernia with omentum. The hernia sac and extensive lysis of adhesions were reduced. A ventralex mesh (device #1) was placed in a preperitoneal layer and secured with prolene suture.¿ on (B)(6) 2012 - patient was diagnosed with perforated sigmoid diverticulitis, peritonitis and pelvic abscess thereby underwent exploratory laparotomy with resection of sigmoid colon and colostomy. On (B)(6) 2012 to (B)(6) 2013 - patient visited hospital for abdominal pain. On (B)(6) 2014 - patient was diagnosed with acute diverticulitis, status post colostomy thereby underwent laparoscopic repair of parastomal hernia with biologic mesh and lysis of adhesions. Per operative notes, ¿the patient was noted to have parastomal hernias, which were also resected. Extensive lysis of adhesions was performed. The hernia sac was repaired and reinforced with biologic mesh.¿ on (B)(6) 2015 - patient was diagnosed with incarcerated multiple ventral incisional hernia and adhesions thereby underwent laparoscopic repair with bilateral myocutaneous flaps and repair with removal of mesh (device #1) and ventral hernia repair with allomax (device #2) and phasix mesh (device #3). Per operative notes, ¿the small bowel was found to be adherent to the mesh. The omentum was also found to be adherent and had folded up on itself. Once the adhesions were mobilized, the small bowel was resected. The old mesh was removed (device #1). An allomax mesh (device #2) was then placed over the peritoneum and was sutured and a phasix mesh (device #3) was placed as an onlay mesh over the fascia.¿ on (B)(6) 2017 - patient was diagnosed with infected abdominal wall wound with involvement of graft thereby underwent abdominal wound exploration and debridement with partial explantation of graft. Per operative notes, ¿the sinus was notes to go through the fascia onto the laparoscopically placed mesh. The mesh was debrided.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, infection, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.